Event description:
It was reported that a bd emerald¿ syringe had a piece of plastic in the barrel.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture returned for evaluation. Based on the customer feedback, bd believes that the origin of the issue could consist of a broken tip of another syringe found in the reported device. Bd has concluded that the plastic piece could be produced in the assembly station in the stack of the barrel feeder. The incorrect alignment of the barrels in this process could produce the ruptured of the tip, which ended up inside another barrel.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe had a piece of plastic in the barrel.